Event description:
The consumer leaned over the rollator with the brakes engaged when the rollator allegedly shot out from underneath him, causing him to fall. No injury is alleged. (B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.